Manufacturer narrative:
One unknown navigator mount and one unknown legacy biomet implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. There are 4 more additional complaints linked to this, a separate investigations are conducted. Functional testing could not be performed since the products were not returned. Pre-existing condition, tooth location and placement duration were unknown due to limited information provided by customer. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the item/lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history reviews could not be performed as the item/lot number associated with the reported devices were not available based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. H3 other text: device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that navigator mount fracture off in implant. Called customer back on multiple occasions for more information, but was unresponsive.